Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated occlusion alerts on the ilet while using an infusion set, experienced hyperglycemia with glucose reportedly reaching 400 mg/dl, administered 12 units of subcutaneous fast-acting insulin by pen, and later had glucose measured at 228 mg/dl. The event was associated with a failure to infuse and involved the motor component, and occlusion alerts resolved only after changing all supplies except the body site, after which insulin delivery resumed. Symptoms included hyperglycemia and muscle weakness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to an infusion failure associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.